Event description:
During a procedure for anterior and posterior fixation, surgeon performed a corpectomy at t-9 and instrumented using a humeral bone strut and arcofix, which was completed successfully. Surgeon then performed a corpectomy at t-12 and implanted the arcofix device with the locking screws placing with no issue. The device was final tightened using the torque limiting device and the head of the telescoping set screw sheared off in the assembly, the piece was retrieved. The plate appeared rigid to the surgeon and the plate remains in the pt. It is unclear if the device was fully compressed. Pt underwent the second half of the procedure the next day and was augmented with pedicle screws as part of the total fixation construct.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide a date of manufacture without the device returned or lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history record review cannot be requested.